Event description:
It was reported that there was an issue with ga849 - elan 4 electro craniotome 2-ring. According to the complaint description, the dura-protector did not hold/lock into the craniotome. The dura was injured twice; once the dura was torn lengthwise, which had to be treated extensively. An additional medical intervention was required. Further details have been requested. The adverse event is filed under aag reference 100031733. Associated medwatch reports: ga849 (9610612-2022-00364) 400574259. Involved components: gb943r / elan 4 fixed duraguard long - lot 4511204608 - 400574260. Gb943r / elan 4 fixed duraguard long - lot 4512889887 - 400574261.

Manufacturer narrative:
Investigation: the handpiece with serial number 1662 was manufactured in august 2018; the next maintenance is due in march 2021. Aesculap technical services (ats) carried out the analyses, and were done according to the service manual. Gvp-8d report plug connection - ok. Tool lock- ok. Power consumption - ok. Temperature - ok. Running noise - not ok - residues on the assemblies. Duraschutz coupling - not ok - duraguard long and gouple do not hold. Duraguard long does not hold firmly on handpiece. Guide pin ga849356 not build. Correctly in follower sleeve ga849362, incorrect balls build in shaft (closing sleeve). The balls are too small and does not concern article ta6069. These could be possible that these was mistakenly build in in the last repair. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity1(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the problem is most probably related to incorrect assembly. Based upon the investigations results, a CAPA was not requested.